Manufacturer narrative:
(B)(6).

Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. This report is filed on july 27, 2016. H3 other text : implanted device remains.

Event description:
Per the clinic, the patient experienced dizziness and vestibular issues with device use, however the issue did not resolve. Subsequently the patient was treated with steroids (type and date not reported). Clinical management of the patient is ongoing.